Manufacturer narrative:
No imagery/video was provided by the complaint site. The devices were returned to edwards lifesciences for evaluation. During visual analysis of the returned delivery system, a j-shaped balloon burst was observed at the middle of the inflation balloon. No other visual abnormalities were observed. During dimensional analysis, the inflation balloon single wall thickness was measured and found to be within specification. Due to the condition of the returned device and nature of the issue (balloon burst), no relevant functional testing was performed. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint was confirmed based on the condition of the returned device, but no manufacturing non-conformances were identified during product evaluation. No visual abnormalities were observed on the returned sample and dimensional measurements met specification. Per the report, the patient had stj calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Review of available information suggests that the balloon burst was likely caused by patient factors (calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
During deployment of a 29mm sapien 3 valve in the aortic position using transfemoral approach, the balloon burst when it was approximately 90 percent inflated. The balloon appeared to break at the center of the balloon. The valve was deployed without complication with no pvl or tee. The delivery system was able to be withdrawn through the esheath. There was no injury to the patient and the patient was stable post procedure. There was some stj calcification. There was no bulky calcification on the leaflets. Nominal volume of 33ml was used. Bav was not performed.